Event description:
Developed hypoxia and sob after given ffp and vit k. Required intubation. Became asystolic and acls initiated. Rhc= rv syst. Failure. Echo- negligible lv syst funct and zero inflow to vad.